Event description:
In 2005, the reported incident involved an electrosurgical resufacing procedure in which it was reported the patient sustained a sharp cut to the patient's face, 7 cm in size in the area of the patient's chin. The cut was treated with nitrofurasone (topical antibiotic) and vaseline gauze dressing.